Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer reported a blood glucose level of 69 mg/dl; however, the customer thinks it was due to not eating all day. The customer consumed soda and blood glucose level returned to target range. In addition, the customer was able to load a new cartridge successfully.